Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown duracon ps insert. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented to ER with a patella tendon rupture. Dr. (B)(6) requested to exchange the insert of a status post duracon knee that was in place. The knee was identified via x-ray as a duracon ps. Upon surgical exposure the insert was removed and identified. A new insert was implanted and screw was torqued appropriately. The tendon was then repaired.